Event description:
Customer reported that hard drive is not working, there is no communication between generator and workstation. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated the sv power supply connector. System operates as intended. This MDR is related to ge healthcare.